Event description:
It was reported that the pt experienced bladder irritation following a urethral bulking implant and upon re-treatment, the doctor observed free-floating material in the pt's bladder as a result of urethral erosion. The doctor removed the exposed material and continued with second injection. The pt is 50% improved and doctor reported he would use a different bulking material for next treatment. No further complications have been reported.